Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained. Additional information was received that per bsn sale representative, the patient has not been explanted. Additional information was received that patient underwent an explant procedure. All device components were removed and were discarded by facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained. Additional information was received that the patient did not underwent an explant procedure as per new update from the bsn sales representative and had misunderstood the patients previous statement. The patient was still currently implanted with the devices and will undergo an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: 0301110000-2019-8009, batch/lot number: 250326/251414, model/catalog description:linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.